Manufacturer narrative:
(B)(4). Device evaluation: the pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during investigation, it was found that reboots were observed in the pump download history. There were no alarms related to the complaint observed in the alarm history. The pump was exercised for 24 hours with no alarms or power issues occurring. The pump was opened and corrosion was found on the pcb. A cracked battery compartment was found as well as battery compartment leak and moisture in the pump. There was no defect found.

Manufacturer narrative:
After the evaluation is completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Event description:
This complaint is being reported as a malfunction due to the alleged self-reboot issue. There was no evidence of product misuse or trauma to the device. The reporter denies any blood glucose excursion as a result of the product issue.